Event description:
Reported per clinical trial (B)(6): on (B)(6) 2016: the subject patient underwent primary laparoscopic midline umbilical hernia repair procedure, during which a bard/davol ventrio hernia patch was implanted. Skin closure was achieved with staples. The patient was discharged on (B)(6) 2016. On (B)(6) 2018: the patient was diagnosed with small bowel obstruction secondary to bowel adhesion of the mesh and underwent surgical procedure for mesh removal. The patient was discharged to home on (B)(6) 2018. Per the study clinician, the reported adverse event has been assessed as severe in severity, definitely related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.

Manufacturer narrative:
As reported, about 1.5 year post-implant of bard/davol ventrio mesh, the patient was diagnosed with small bowel obstruction, bowel adhesion and underwent surgical intervention for mesh explant. As reported, the ae has resolved. The clinician has assessed the patient¿s postoperative course as being ¿definitely¿ related to the study device and definitely related to the index procedure, however, based on the information provided, no conclusion can be made. Adhesion is a known inherent risk of surgery. The adverse reactions section of the instructions-for-use supplied with the device lists adhesion as a possible complication. To date, this is the only reported complaint for this manufacturing lot. Not returned - mesh explanted.